Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure drop and pericardial effusion treated with pericardiocentesis. It was reported that after the successful right ventricular outflow tract (rvot) ablation procedure, while the patient was in the recovery area, blood pressure started to drop. A transthoracic echo revealed a trace of pericardial effusion. The patient status continued to decline, so the patient was brought back to the electrophysiology (ep) lab where they received pericardiocentesis. Intervention was ongoing at the time of the call. Patient status was unknown. There was nothing abnormal that occurred during the ablation procedure.